Manufacturer narrative:
(B)(4). Date sent 4/19/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported post op to a sigmoidectomy the patient had to come back because the patient became septic. The patients are recovering well with no further issues.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2024. Additional information was requested, and the following was obtained: would the surgeon like to have a meeting with the ethicon team? Yes. If yes, please list 3 dates and times (est). To be determined, sales rep will reach out to the surgeon to discuss potential available dates. Currently the sales rep has no additional information on the below questions but will reach out to the surgeon to obtain this information in the event description it states, ¿patient had to come back¿. Did the patient had to go back to the or room? Unknown please confirm the reason for sepsis was a leak issue? Unknown was a leak test performed? If so, what type and what was the result? Unknown was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Unknown.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2024. Additional information received: 1st procedure open hartman procedure, surgery was uneventful. Contour used on rectal stump and colostomy. Everything well, a couple of days later, patient deteriorates, CT scan shows leak, goes back to or and the rectal stump was widely open. Another contour was used and reinforced with sutures. Did not do good, the patient died 3 days later.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. Additional information was requested, and the following was obtained: the leak occurred within 7-9 post the initial operation and there were no initial concerns during the procedure with the device. Patient had a contour and powered circular fired and no leak was identified during the procedure. When the patient was brought back for re-operation the leak was noticed from the contour line. Surgeon states that the circular line was still intact. The surgeon re-fired the contour with suture reinforcement during the second procedure. This patient expired a few days following the re-operation. The patient was over 80 years old with comorbidities, the surgeon has used the device for many years without change to his technique which leads him to believe that the post-operative issue was related to an alleged deficiency of the device. Staple line was visualized during the initial surgery for patient and appeared normal and there were no issues experienced with the device during the initial surgery. In the event description it states, ¿patient had to come back¿. Did the patient had to go back to the operating room room? Unknown. Please confirm the reason for sepsis was a leak issue? Unknown. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown how many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown what was observed at the site of the leak upon reoperation? Unknown how was the leak addressed? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Unknown.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. Additional information received: patient had passed away. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would the surgeon like to have a meeting with the ethicon team? If yes, please list 3 dates and times (est). In the event description it states, ¿patient had to come back¿. Did the patient had to go back to the or room? Please confirm the reason for sepsis was a leak issue? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain.